Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing with deep inspiration was observed at the end of the device upgrading procedure. Programming changes were made. Patient is fine.